Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product, where the home patient mentioned they had replaced the cassette but not the rest of the disposable supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. Section ¿troubleshooting¿ instructs the user not to attempt to reuse any disposable supplies. Sections ¿warnings and cautions¿, "perform therapy¿, ¿end therapy¿, and ¿troubleshooting¿ warn the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the caller had replaced the cassette without replacing the rest of the disposable supplies. The event occurred during use on the homechoice (hc). No patient injury or medical intervention was reported as a result of this event. No additional information is available.